Event description:
It was reported that patient experienced cannula bent event on (b)(6) 2026 along with high blood glucose which was addressed by bolus via pump and multiple daily injections.

Manufacturer narrative:
Name: TandemCountry: United States of AmericaStreet: 11045 ROSELLE STREET SUITE 200City: SAN DIEGOState: CaliforniaZip Code: 92121.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.